Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that during the follow-up performed on (B)(6) 2015, patient received (at least) 8 shocks delivered by the ICD. Despite a magnet was applied, shocks were still delivered by the ICD. The ICD could eventually be interrogated with a programmer, and therapies were deactivated. Nevertheless, upon reading ICD memories, it was observed that there were no records of shock delivery.